Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was attempted in the patient and was replaced for an unknown reason.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Fourth paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was attempted in the patient and was replaced for an unknown reason. Additional information was received that there was no issue with the first dcs but the valve was not implanted with the first dcs. The same valve was used with a second dcs. No patient complications have been reported as a result of this event. Additional information was received that the second dcs was used because the first dcs was no longer sterile. The valve was successfully implanted using the second dcs. Additional information was received which clarified that the dcs was contaminated upon opening due to the lock not holding the dcs in place.

Event description:
It was reported that the delivery catheter system (dcs) was attempted in the patient and was replaced for an unknown reason. Additional information was received that there was no issue with the first dcs but the valve was not implanted with the first dcs. The same valve was used with a second dcs. No patient complications have been reported as a result of this event. Additional information was received that the second dcs was used because the first dcs was no longer sterile. The valve was successfully implanted using the second dcs.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter system (dcs) was attempted in the patient and was replaced for an unknown reason. Additional information was received that there was no issue with the first dcs but the valve was not implanted with the first dcs. The same valve was used with a second dcs. No patient complications have been reported as a result of this event.